Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that the bands released 2 at a time and that it was difficult for him to know when the bands released. In the physician¿s assessment, the bands were ¿rough¿ sliding down the ligator and onto the varix. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4) for the reported event of bands difficult to deploy. (B)(4) for the reported event of bands prematurely deployed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.